Event description:
It was reported that the battery gauge was fluctuating and subsequently, the pump shut down. The customer's blood glucose was 328 mg/dl. The customer continued to use the pump for insulin therapy. In addition, it was reported that the tandem usb cable does not charge the pump. The customer was able to charged the pump with an alternate cable.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.